Event description:
In 2007, pat. Treated single level fusion. In 2007, pat. Symptomatic, revision surgery, three pedical screws replaced.

Manufacturer narrative:
Blocker nut cross-threaded during installation on pedicle screw.